Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The device logs revealed that there were issues booting up due to communication issues. When the device was received it failed to successfully boot. The power battery manager board (pbm) installed had corrosion. The corroded pbm was replaced with a known-good pbm, and the system check, and communication issues were resolved. The cause of boot up issue was corrosion near the c69 and c70 supercapacitors on the pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) console failed self-check during power up, the customer cycled the battery, however it still failed. The device was removed from use, no report of patient involvement, injury, or harm.